Event description:
It was reported that an alert was delivered through remote transmission due to the lead exhibiting low, out of range high voltage impedance. Lead revision was recommended. The patient is doing well and being monitored remotely.

Manufacturer narrative:
(B)(4).